Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of oversensing leading to the delivery of inappropriate high voltage therapy were observed on the device. Technical support was contacted and recommended device reprogramming, which has been scheduled. The patient's condition was stable and there were no adverse events.